Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that on (B)(6) 2020 after midnight they put on a pod, fell a sleep and when they woke up their blood sugars read, "high", from free style libre. The patient stated that they were weak, couldn't walk and they were vomiting. The patient's son called 911 and the ambulance took the patient to the hospital. Patient stated while in the ambulance they couldn't start intravenous therapy. Patient stated when they were in the emergency room their blood sugars were over 600 mg/dl. For treatment the patient received intravenous therapy with fluids for 5 days. They also received manual injections of insulin throughout the day. The patient was admitted in the hospital for 13 days.